Manufacturer narrative:
The lens was not implanted and therefore not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040 all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that coloured particles were found on an intraocular lens (iol) before implantation. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed foreign material on the lens optic. No damages were observed on the lens. The foreign material was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particles were consistent with calcium salts, aluminosilicates and metal fragments. These components are commonly found on paper, and plastic materials. The manufacturing controls should be capable to identify the presence of this type of particulate or substance during the inspection controls defined as part of the manufacturing process. Potential and indirect exposure to these salts and metal fragments is possible; however, the manufacturing data confirms no process deviations. Based on the evidence observed, it was not possible to confirm if the particle observed was related to the manufacturing process as the reported device was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the lenses are 100% cleaned and inspected at 10x microscope magnification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.